Manufacturer narrative:
A) the pump was found to have a constant air-in-line alarm. The pump was repaired and retested to meet all specifications on 09/27/2016. B) upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 11/02/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00165_complaint (B)(4)) on 12/01/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported an "air in line "issue. No patient was injured or harmed.